Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation and passed external visual inspection. However, the device failed global transmitter functional testing. The customer complaint of intermittent out of range signal was confirmed. The root cause was determined to be a defective transmitter.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal that occurred on (B)(6) 2015. At the time of contact, the patient did not report any injury or medical intervention.